Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ additional. D4: catalog no - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. Medical device problem code - correction. H6: type of investigation - additional. H6: investigation findings - additional.

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.